Event description:
An open craniotomy has been performed with the aid of brainlab cranial navigation system. During the procedure the surgeon: opened the skin and detected a light inaccuracy on the skull surface. Continued to open the skull and dura mater (no brain tissue was removed). Was unable to locate the tumor. Checked different anatomical landmarks and detected a significant inaccuracy. Despite the brainlab navigation system is only an aid for the surgeon, in this specific case the surgeon decided not to continue the surgery without the aid of navigation. The revision surgery was again performed with the aid of navigation. During this surgery it has been detected that the original skull resection was 2cm away from the actual intended point. A new hole had to be drilled into the skull. The outcome of the second surgery was successful. There have been no negative clinical effects reported by the hosp for this specific pt.

Manufacturer narrative:
According to the hosp there are no negative clinical effects for this pt due to this issue. There was no direct risk of serious injury at any point of time for this specific pt. The surgeon detected the inaccuracy when comparing the info from the navigation system with the actual pt anatomy in the tumor region. However, in this specific case the info provided by the brainlab navigation system misled the surgeon, resulting in inability to locate the tumor within the surgery. Need of an additional surgery. Additional drill hole in the pt's skull. The additional surgery was again performed with the aid of the brainlab navigation system and could be completed successfully. The most likely root cause is that the software did not find a match to the actual pt anatomy that was as accurate as desired for this specific pt/surgery. Apparently the inaccuracy was not detected with the accuracy verification to be performed by the user. There is no indication of a systematic error or malfunction of the brainlab navigation device. Corresponding brainlab measures to reduce this already anticipated risk to be as low as reasonably practicable are in place. Brainlab intends to offer additional training to this hosp. The actual magnitude and effects of inaccuracy were only visible when performing the additional surgery on (B)(6) 2013.